Event description:
Upon attempted introduction, the straight catheter became kinked and could not be used. The catheter was exchanged for the "mpb" catheter component. However, difficulty advancing into the right hepatic vein was experienced. During removal, the tip of the catheter separated and remained in the right hepatic vein. The segment was successfully removed with a retrieval basket.